Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The instrument was found to have a broken grip cable at the yaw pulley. The cable was fully broken as reported by the customer. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. Additional observation noted reported by the customer: during visual inspection, the instrument was found to have charring and localized melting on the bipolar yaw pulley, near the grip cable. The instrument passed the electrical continuity test. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: it appears that the broken cable is the grip cable, and there no damage to the conductor wire's insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the fenestrated bipolar forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no heat damage observed during the operation. The instrument was found to be stuck and could no longer be used.